Event description:
It was reported by service report that the weld at the foot end left side rail latch was broken. There were sharp edges exposed and the siderail did not function properly. There was patient involvement; however, no adverse consequences were reported.